Event description:
It was reported that a syringe 0.5ml 30ga 8mm 7bag 420cas jp had insufficient cannula length before use. The following was reported by the initial reporter: "the customer reported as follows: when checking the product before use, the needle seemed to be shorter."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/7/2020. H.6. Investigation: customer returned (5) 1/2cc, 8mm, 30g syringes in an open poly bag from lot # 9168997. Customer states that the needle seemed to be shorter. All returned syringes were tested using the cannula length gauge and all fell within specifications. A review of the device history record was completed for batch# 9168997. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200828024] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.5ml 30ga 8mm 7bag 420cas jp had insufficient cannula length before use. The following was reported by the initial reporter: "the customer reported as follows: when checking the product before use, the needle seemed to be shorter."